Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 27mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. During the procedure, it was noted that the delivery system could not cross the aortic arch due to bias on the outer curvature and the presence of calcification. Multiple attempts were made to cross. It was noted that calcification dislodged from the aortic arch as a result of attempting to advance the delivery system. The valve and delivery system were removed from the patient and replaced with a new non-abbott valve. Post-procedure the patient experienced a stroke. The stroke symptoms lasted for 48 hours. The user believed the stoke was caused by dislodged calcification around the aortic arch. Medication was used to attempt to manage the stroke. On (B)(6) 2024 the patient passed away. The cause of death was stroke-related complications. The user believed the death was related to the procedure and patient anatomy.

Manufacturer narrative:
An event of during procedure the delivery system could not cross the aortic arch after multiple attempts due to bias on the outer curvature and the presence of calcification was reported. It was reported that calcification dislodged from the aortic arch as a result of attempting to advance the delivery system. The valve and delivery system were removed from the patient and replaced with a new non-abbott valve. Post-procedure the patient experienced a stroke symptoms that lasted for 48 hours and was believed to be caused by dislodged calcification around the aortic arch. A medical intervention was performed to administer medication to attempt to manage the stroke. The patient expired 5-days post procedure. A returned device assessment could not be performed as the device was not returned for analysis. Information from field indicated that the cause of patient death was stroke-related complication. However, based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.